Manufacturer narrative:
The local area sales representative was contacted for additional information, however, no additional information was available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with a programmer. The patient reported that during a previous in-clinic follow up, the device showed a battery status of one year remaining. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.